Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons were not working and then the alarm occurred. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The time clock on the insulin pump was frozen when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Clock moved. Device had intermittent esc and act buttons response due to corroded keypad traces.